Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. The right atrial lead exhibited reproducible noise. Episodes of auto mode switch and noise reversion were also observed. No intervention was performed at this time. The patient would continue to be monitored.